Manufacturer narrative:
Correction to the initial MDR bsc aware date and field d6 should had been 25 september 2025.

Event description:
It was reported that the patient was experiencing inadequate stimulation despite multiple reprogramming. The patient underwent an explant procedure and the explanted devices will not be returned. Additional information was received that the patient was doing well postoperatively.

Event description:
It was reported that the patient was experiencing inadequate stimulation despite multiple reprogramming. The patient underwent an explant procedure and the explanted devices will not be returned.

Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads. Upn: m365sc2218500. Model: sc-2218-50. Serial: (B)(6). Batch: 15112552. UDI: (B)(4). Product family: scs-linear leads. Upn: m365sc2218500. Model: sc-2218-50. Serial: (B)(6). Batch: 16157478. UDI: (B)(4).